Manufacturer narrative:
(B)(4). Additional information: did the circular device cut?---yes. Did the circular device staple? ---yes. Were malformed staples present after the circular device was fired? ---yes, the malformed staples were cs40b's staples. The staples of the circular device formed properly. Were the doughnuts complete? ---yes. The analysis results showed that the device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a low anterior resection procedure, the device was fired on the rectum at the second firing. When a circular stapler was inserted into the target tissue to anastomose the site, the cut ends of the deployed staples were opened. As the device was used for very low anterior resection, the deployed staple line could not be confirmed visually. Additional suture was performed on the opened site and then the site was anastomosed with a circular stapler. No leak was found at leak test and no blood transfusion was performed. According to initial plan, the artificial anus was made prophylactically. When the doughnut was checked, the deployed staples of the device were malformed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
.